Event description:
In 1998, the dr implanted a 33mm mitral st. Jude medical mechanical heart valve sjm masters series with silzone coating (33mecs-602). According to the info received, the pt experienced a stroke and expired sometime postoperatively. No add'l info has been received, including the date of death, if an autopsy was performed, or if the valve remains implanted.

Event description:
The pt suffered a stroke and expired some time postoperatively. It is unknown if the valve remains implanted. Add'l info has been requested.